Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump alarmed rf pic failed selftest. The customer¿s blood glucose was unknown. The troubleshooting was performed. The customer was reported that they were able to clear and rewind the insulin pump. The customer was reported that the insulin pump had no delivery alarm and it was resolved by changing complete set. The customer was advised to replace and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with constant failed selftest alarm due to a faulty y1 on the radio frequency board. Unable to perform operating currents, self-test and displacement test due to failed selftest alarm.